Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. The customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 306-325 mg/dl.

Manufacturer narrative:
Device not returned.